Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report low blood glucose levels ranging from 47 to 60 mg/dl. The customer treated by eating food and their blood glucose level rose to 378 mg/dl. The customer reported that they had difficulty disconnecting at the quick release, and was advised to contact their trainer for more help. The customer was advised to speak with their healthcare provider regarding their low blood glucose levels and to monitor the insulin pump and call back if issues persisted. The product was not returned for analysis.